Manufacturer narrative:
The device was returned to olympus for inspection. During the initial evaluation of the device, scope communication error 315 was observed. When further evaluating the device, the error did not reoccur. The investigation was unable to determine the cause of the failure. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited e315. There was no patient involvement.